Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during trochanteric fixation nail-advanced (tfn-a) surgery. On (B)(6) 2017 a patient underwent original implant of a tfn-a system to treat a left hip fracture. As the surgeon was drilling to place the lag screw, an approximately two centimeter piece of the stepped drill bit broke off, where the drill bit attached to a non-synthes drill. The piece was easily retrieved. No fragments were generated. There was a ten (10) minute surgical delay in order to obtain another drill bit. The procedure was successfully completed. Patient outcome was stable. Concomitant device reported: unknown non-synthes drill (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).